Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not evaluated.

Event description:
It was reported that the pump battery depleted from 25% to 0% during the night and the pump shut off. The customer's blood glucose level was in the 300s range (mg/dl). The customer charged the pump and then took a correction bolus, which resolved the elevated blood glucose levels.